Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) procedure was performed and a 31mm watchman flx laa closure device was implanted. After the procedure, the patient was started on oral anticoagulation medication, however the physician suspects the patient was non-complaint with their medication. At the 45-day follow up, two thrombi were visualized via transesophageal echocardiogram. The first thrombus was attached to the closure device on the limbus. It measured 3.5cm, was globular, and mobile. The second thrombus was attached to closure device by the mitral side and was lanular. The patient was started on warfarin with plans to re-image at future follow up.